Event description:
The manufacturer received information alleging an internal battery issue. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the internal battery failed to charge. The device's system board was replaced to address the issue.